Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (service code 204: belt/monitor unusable) has been confirmed. Upon investigation the monitor displayed a service code 204 and was unable to communicate with an electrode belt. The monitor's electrode belt connector was broken free from the monitor enclosure and partially pulled out of j1001 on the ca board. The root cause for the damaged connector was excessive force. No adverse event resulted from the defective equipment.

Event description:
A us distributor reported that a patient was receiving service code 204: belt/monitor unusable.